Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath while cleaning the bathroom with a heart rate of 140 beats per minute due to atrial fibrillation (af). The device exhibited a loss of capture because of high heart rate. The patient received medication to control the heart rate. The device remains in use. The patient is enrolled in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.